Event description:
A report was received that during the permanent implant procedure, the physician entered the epidural space with a needle and when the leads were backed out, two contacts on the patient¿s lead got dislodged. The physician proceeded with the procedure and left the two contacts inside the patient¿s body. The patient was doing well after the procedure. There will be no next course of action for the unretrieved contact.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.